Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving clonidine 300.0 mcg/ml at 125.00 mcg/day via an implantable pump with simple continuous dosing for an unknown indication for use. It was reported that the patient came for a refill, but they were not able to refill the pump due to the pump inversion. After checking the pump under fluoroscopy, the pump was re-inversed by the physician. It was reported that the pump first inverted on (B)(6). 2017 and noted that control was taken under fluoroscopy and that the pump was inverted by the physician on (B)(6). 2017. It was reported that the pump inverted again and the action taken was a pump inversion by the physician on (B)(6). 2018. The pump inverted again and another pump inversion was performed by the physician on (B)(6) 2018. The pump inverted again and another pump inversion was performed by the physician on (B)(6) 2019. It was reported that the event was related to the device or therapy. There was no reported cause of the pump inversion. There were no reported patient symptoms. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump inverted again and another pump inversion was performed by the physician on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019. On the (B)(6) 2019, the pump is again inverted so it's decided to fix it on the (B)(6)2019 and the pump was repositioned. It was reported that the event resolved without sequelae on (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.